Manufacturer narrative:
Additional information: the issue was discovered during use, no damage noted to the outer packaging but the sterile packaging. Sterile packaging was intact and no labeling damage was reported. No damage noted to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use abre stent to treat left mid fibrous lesion in common iliac vein. It was reported that there was a tear in the packaging. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
Product analysis: device returned loose in an opened pouch - no tray returned. No tear was observed on any part of the pouch the seal mark was observed on the pouch lot number on label of pouch b590231 is consistent with what was reported the device was removed from pouch the red locking pin was still secure in handle the size on strain relief 9f x 80mm. There was writing observed on the handle (108). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.